Event description:
It was reported that an unspecified number of bd phaseal¿ protector p21 experienced liquid in the expansion chamber during use. The following information was provided by the initial reporter: on (B)(6), under a laminar flow hood, a p21 protector (phaseal bd) was used on a carmustine bottle, it was reconstituted with absolute alcohol plus double-distilled water, at the time of extracting the reconstituted drug, much of it went to the bag that contains the protector (vapor space), so a lot of drug was lost. The loss was not important since what was left was enough for the dose required for the patient. There was no adverse event or harm to the patient or preparer.

Manufacturer narrative:
The following information has been corrected: b.3. Describe event or problem: it was reported that an unspecified number of bd phaseal¿ protector p21 experienced liquid in the expansion chamber during use. The following information was provided by the initial reporter: on july 22, under a laminar flow hood, a p21 protector (phaseal bd) was used on a carmustine bottle, it was reconstituted with absolute alcohol plus double-distilled water, at the time of extracting the reconstituted drug, much of it went to the bag that contains the protector (vapor space), so a lot of drug was lost. The loss was not important since what was left was enough for the dose required for the patient. There was no adverse event or harm to the patient or preparer. This incident is unlikely to lead to harm/serious injury, therefore this incident is not considered reportable.

Manufacturer narrative:
Initial reporter email: two additional email addresses were provided as (B)(6) and (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd phaseal¿ protector p21 experienced leakage during use. The following information was provided by the initial reporter: on july 22, under a laminar flow hood, a p21 protector (phaseal bd) was used on a carmustine bottle, it was reconstituted with absolute alcohol plus double-distilled water, at the time of extracting the reconstituted drug, much of it went to the bag that contains the protector (vapor space), so a lot of drug was lost. The loss was not important since what was left was enough for the dose required for the patient. There was no adverse event or harm to the patient or preparer.